Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-04191 / 04195).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2008, and a right total hip arthroplasty on (B)(6) 2001. Legal counsel for patient further reported patient underwent a left hip revision procedure on (B)(6) 2013, due to patient allegations of pain, lack of mobility, weight gain, loss of range of motion, osteolysis, soft tissue damage, pseudotumor, and metallosis. There has been no reported revision to patient's right hip. A review of invoice history confirmed both initial surgery dates. Invoice history confirmed the date of the revision procedure and that the acetabular cup, liner and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.